Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot#: va1pcfh, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: (B)(4), ubd: 28-sep-2019, UDI#: unkn. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was first received by a manufacturer representative (rep) via a healthcare provider (hcp) regarding a lead on (B)(6) 2019. Lead fragment was reported. No troubleshooting could occur due to lack of access to product; the rep didn't know patient information and was contacted by the hcp. MRI and lead fragments information for the pelvic health implantable neurostimulator (ins) was requested. No patient symptoms were reported. On 2019-nov-22 additional information was received from the manufacturer¿s representative: hcp/rep provided patient name, date of birth and product serial numbers, weight was asked but was unknown. The hcp had contacted the rep inquiring about MRI and lead fragment, hcp said lead broke when it was explanted (B)(6) 2019. Cause unknown. The rep wasn¿t present at the original explant and doesn¿t know if the fragment was removed or not. No patient symptoms were reported and no further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. No new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and hcp stated that the lead broke during removal and the reason for explant was due to patient constipation. Hcp also stated that they ddi not attempt to remove the fragment because the risk outweighed the benefit. No further complications were noted or anticipated.